Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support assisted with resetting the pump, and the customer was instructed to continue using the pump and call back if the malfunction code recurred.